Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the wbc bath and vic not draining. He found that a previous engineer had visited site and did not have parts to for repair so he confirmed that the valves (14 and 15) were the source and replaced both to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 25ml from a coulter ac·t diff analyzer while running controls. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.